Event description:
While cnm repairing vaginal sidewall after delivery, suture broke off in vagina. Tip of needle still in needle driver with suture string attached. Manual inspection completed as well as all sponges from delivery per physician. X-ray for needle obtained. X-ray called to report needle on film. Needle removed by manual inspection by physician. No harm to patient. Patient doing well.